Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular (rv) lead exhibited an unknown issue. The physician explanted and replaced the rv lead. The patient condition was unknown.